Event description:
Patient was treated in the m6-c 2 level ide on (B)(6) 2023. Implants (7ll) were used at c4-5 (sn (B)(6) and c5-6 (B)(6). The c4-5 treated level initially received implant (B)(6) (7ll), which was placed too far laterally during the index procedure. The implant was removed and wasted. An adverse event was recorded, documenting the initial off-center placement and wasted implant, indicating the event to be mild in severity, "definitely related" to the device, and the surgery with resolution the (B)(6) 2023. Per the surgeon's visit notes: patient came in for an unscheduled visit c/o recurrent neck pain. X-rays completed and show collapse of c4-5 disc replacement device. There is increased angulation and kyphosis at the c4-5 disc replacement site; alignment of the c4-5 disc replacement device on natural flexion has changed compared to previous x-rays. The surgeon believes this to be "definitely related" to the device. Confirmation of relationship to the initial procedure is currently pending. The surgeon plans to proceed with the removal of the implant and fusion at c4-5 on (B)(6) 2025.

Manufacturer narrative:
Additional information has been requested, once the surgery to remove the device has been done, a follow up report will be submitted as new information is gathered. The device will not be returning for investigation.